Event description:
Boston scientific received information that at a normal follow up, high thresholds were noted on this right ventricular lead. Additional information was later obtained at another follow up that loss of capture was now present, and this was due to a suspected lead dislodgment. No adverse patient effects or asystole were reported as the patient had a good underlying rhythm available. A procedure will be scheduled in the near future to revise the lead.

Event description:
Additional information was received that a week after the lead revision, high thresholds were once again noted on the lead. The root cause of this increase was not yet determined, however the lead was reprogrammed to maximum output and the physician will re-assess the lead in the near future. No additional adverse patient effects were reported.

Event description:
Additional information was received that this lead was repositioned successfully during a revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.